Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recr1089 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (recr1089) have been reported from the same facility in (B)(6).

Event description:
It was reported that fluid leakage was found from the external portion of the catheter during infusion. Upon careful observations, there were tiny holes from which fluids leaked.

Event description:
It was reported that fluid leakage was found from the external portion of the catheter during infusion. Upon careful observations, there were tiny holes from which fluids leaked.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and the cause appeared to be related to the use of the device. Two 4 fr perqcath catheters were returned for investigation. One catheter extended 15 mm from the distal end of the strain relief sleeve. The second sample extended approximately 6 mm. The distal segments of both catheters were not returned. Evidence of use was present on the devices. The catheters were flushed with water using a 12 ml syringe and no leaks were initially observed. The 15 mm catheter was pressurized, and a pinhole spraying leak was observed proximal to the 0 cm depth marker on the white catheter material. The 6 mm segment was pressurized and no leaks were observed. The 15 mm catheter was bisected longitudinally in order to observe the inner surface. A longitudinal split was observed. The damage appeared to be more extensive internally. This is indicative of the damage source being internal. The stylet removed against resistance is a likely cause to the split in the catheter. The product instructions for use (IFU) cautions, "never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position." A lot history review (lhr) of recr1089 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (recr1089) have been reported from the same facility in china.